Event description:
It was reported the pt felt like his scs system was burning. The pt went to an emergency room the same night, and subsequently had a visit with the implanting physician. It was reported both the ER and the physician determined there was nothing wrong with the incision. Follow up identified the physician was monitoring the issue, and reported the incision was well, with no anomalies. Follow up also identified the pt had gone to the ER after vomiting up pain medication.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.